Event description:
Patient has reported right side "pain in right breast", "pulling sensation of right arm,"swollen lymph nodes in right armpit, capsular contracture - baker grade ii, inflammation and chest pain". Patient later reported capsular contracture baker grade ii and double bubble deformity and waterfall deformity as well as dissolved inframammary folds with bottoming out and high incisions. Later reported. They also reported "headaches, exhaustion and cardiac arrhythmia (breast implant illness)", "mental stress and worries about possible consequential and late damage. Patient reported later "anxiety, capsular contracture baker grade iii and more severe than on contralateral side, pain, implant elevation (waterfall deformity?), axillary web syndrome (affects axillary lymph nodes), implant-associated infection, muscle ripping, tuberose deformity, implant sticking to scar. Patient representative reported "implant defective or faulty". This relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy and capsular contracture baker grade iii.